Event description:
A peritoneal dialysis (pd) patient reported being hospitalized (date not provided) and diagnosed with peritonitis. Additionally, it was reported the patient¿s pd catheter (not a fresenius product) was removed. No additional information was provided during intake. During follow-up, the patient¿s pd registered nurse (pdrn) stated the patient presented to the outpatient home dialysis clinic on (B)(6) 2024 with complaints of abdominal pain, drain complications and cloudy peritoneal effluent fluid. The patient was sent to the emergency room where a peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) antibiotics (drug, dose, duration, frequency unavailable), however shortly after starting antibiotics the patient¿s pd catheter (not a fresenius product) stopped working. While hospitalized the nephrologist ordered the removal of the patient¿s pd catheter, while simultaneously receiving a tunneled hemodialysis (hd) catheter (not a fresenius product). The patient¿s peritoneal effluent culture result is unknown, however the pdrn stated the patient¿s antibiotic regimen will be completed intravenously (IV). The patient was transitioned to hd temporarily while her abdomen heals, and will return to ccpd therapy as she does not like incenter hd. The patient was discharged home on 16/feb/2024 in stable condition. The pdrn reported the cause of the patient¿s peritonitis remains unknown; however, there was no concern a fresenius product(s) and/or device(s) caused or contributed to the serious adverse events.